Manufacturer narrative:
The device was not returned for evaluation. Based on the limited information provided, the root cause of the reported incident is unknown. There is no information to suggest the mynx device did not perform as intended per IFU

Event description:
A female patient, described as thin, underwent a peripheral intervention targeting the right common femoral artery (cfa). Access was gained from the left cfa and at the lower mid portion of the femoral head. It was difficult to assess if plaque was present at the sheath insertion site, however a slight amount of plaque was visible via fluoroscopy distal to the access site. The procedure was performed through a 6 french long pinnacle sheath which was exchanged for a short 6 french sheath for deployment of a mynx vascular closure device. The mynx device was prepped and deployed per the instructions for use by a trained user, and resulted in successful immediate hemostasis. The patient recovered without incident and was discharged per hospital protocol. Six days post procedure, the patient presented to the hospital with complaints of pain in the right leg. The patient was sent home without performing diagnostic tests, and the cause of pain remained undetermined. The pain continued, and at ten days post procedure, the patient was emergently treated for an occluded artery. A femoral endarterectomy was performed and a clot was reportedly removed from the artery. Flow was restored without evidence of further clinical sequelae. Despite requests, no further information was available from the site.